Event description:
The femoral head component of the bipolar head was revised due to dislocation.

Manufacturer narrative:
Device is being sent to manufacturer, but has not yet been received. D7. Earlier dissociation of the femoral head reported in MDR 1644408-2007-00069.